Event description:
It was reported that the black plastic power connection piece had detached and was bent. There did not appear to be a tear in the actual cord, however, there was some green oxidation noted around the site. The patient had no alarms but was significantly anxious about the site. Log Files were sent for review and captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.